Event description:
A 7 x 40 stent was implanted off label in the pt's left popliteal on 7/29/96. The pt was presented to va hosp on 11/19/96 with pain. A doppler ultrasound study showed a fracture of the stent. An angio was performed and the popliteal was resected by a vascular surgeon.